Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a revision procedure wherein the lead was replaced and repositioned. The explanted lead will not be returned per hospital policy and the patient was doing well postoperatively.